Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking, requiring the device to be plugged into a power source to turn back on. The customer's blood glucose level exceeded the safe threshold, displaying "high" due to this issue. The customer addressed this by administering a correction injection manually and did not require assistance from a third party. Technical support educated the customer on the need to reset certain devices and manual procedures when the pump is turned off or reset, along with best battery practice tips. The customer understood the guidance and planned to monitor the system, with the option to call back if the issue persists.